Event description:
The customer reported the a leak from the peristaltic waste pump tube on their coulter ac.t diff analyzer while troubleshooting a background issue with a customer technical specialist (cts) over the phone. The fluids associated with this leak may be diluent, blood, 4c plus cell control the customer replaced the peristaltic tubing and performed a drain bath function and reports the baths drained properly. The customer performed a rinse mix function and reports the baths drained and filled properly. The customer was wearing personal protective equipment (ppe) consisting of gloves, a lab coat, and protective eyewear at the time of the incident. The customer was wearing ppe and requested service for the unit. Patient samples or results were not reported to have been affected by the leak. No injuries occurred and medical attention was not sought. The customer did not report exposure (splashed or sprayed) to mucous membranes or open wounds.

Manufacturer narrative:
The cause for the leak is worn peristaltic tubing. (B)(4).